Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted the post-paced t-wave oversensing (pptwos) persisted. The patient condition was unknown.